Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc assisted the customer remotely. The customer changed standard a and standard b solutions. The customer flushed the salt bridge, and integrated multi-sensor technology (imt). The customer adjusted the pump rate, ran dilution check, and corrected bias to acceptable level. The customer ran quality control (qc), and reset offset back to 1.000. The customer reran dilution check, re-adjusted the pump rate and reran qc, resulting within range. The issue with the imt reoccurred with a subsequent run. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the imt hardware parts, rotary valve, imt sampler drain port, roller pump head tubings, syringe tips, and all standard bags and fluids. The customer was instructed to change the coefficient factors as they were set to zero but should have been at ten. Quality controls were run, resulting within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant sodium (na) and potassium (k) results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) and potassium (k) results were obtained on one patient sample on a dimension exl 200 instrument. The results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and k results.